Event description:
Pt had ventricul-peritoneal brain shunt placed 10/1/92 for treatment of hydrocephalus. Pt states several hours unaccounted post-op. The following morning pt had nausea, vomiting, severe headaches and dizziness. Unable to walk. Palliative treatment was ineffective. Attentive care poor. Possible misjudgement of event. No icp measurements. Event continued until 10/7/92, corrective surgery. Icp done. Problem assumed to be overdrainage. New shunt antisiphon type. Ventricles enlarged for 5 months. Possible injury(s). Ongoing disability. Surgeon also in business with MFR. This event is yet to be explained. It was not overshunting. More likely failure.